Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I for one patient. The following results were provided (reference range 0-0.015 mg/ml): (B)(6) 2024 initial troponin result= 0.420 mg/ml; retest after peg treatment= 0.002 mg/ml; troponin testing at another hospital= 0.000. The patient had an electrocardiogram and ultrasound, without IV contrast, which did not indicate any abnormalities. There was no additional impact to patient management reported.

Manufacturer narrative:
Updated information for section h4 device mfg date from 2/13/2024 to 3/11/2024 the complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot 61525ud01 did not identify an increase in complaint activity for the issue. The ticket trending review of complaint data did not identify any related trend regarding commonalities for lot number 61525ud01 and issue. A device history record review did not identify any non-conformances or deviations associated with the lot number 61525ud01 and complaint issue. The overall performance of architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I assay for lot number 61525ud01 was identified.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I for one patient. The following results were provided (reference range 0-0.015 mg/ml): on (B)(6) 2024 initial troponin result= 0.420 mg/ml; retest after peg treatment= 0.002 mg/ml; troponin testing at another hospital= 0.000 the patient had an electrocardiogram and ultrasound, without IV contrast, which did not indicate any abnormalities. There was no additional impact to patient management reported.